Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device placement, he clicked to disengage from the guidewire and the device advanced to were only the lip was visible. Following the procedure on day five, extensive gonio showed no signs of the device. The surgeon believes the device was not implanted when originally believed it was. The surgeon performed a second implant of a device. The patient experienced improved intraocular pressure (iop). Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of lip visible after clicking to disengage guidewire, no sign of device upon gonio, hypotony, increased intraocular pressure (iop); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Based on the information provided, it appears the surgeon either implanted the micro-stent more posteriorly than optimal (and should have repositioned it more anteriorly), or did not deploy the device, which likely would have been observed had device repositioning been undertaken. Possible root cause is use error because system labeling provides clear instruction regarding device implantation steps, as well as methods for determining optimal device position and for repositioning the device if it is considered too posterior. The manufacturer internal reference number is: (B)(4).